Manufacturer narrative:
Motors not functioning electronically because fowler not reset.

Event description:
It was reported by service report that there were no working functions on the bed and the bed could not be lowered to the lowest position. No patient involvement or adverse consequences are reported.